Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016.

Event description:
It was alleged that the blade broke in half during a hip scope procedure. The surgeon retrieved the broken piece with graspers. No injury or other complications were reported. The case was successfully completed using a back-up device. The product was disposed of and will not be returned for evaluation.